Event description:
Physician reported, capsular contracture, baker grade iii/IV. Diagnosed by ultrasound and mammography. Device has been explanted and replaced with a non-abbvie device. This relates to the left side.

Manufacturer narrative:
H.6 continued: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported capsular contracture - baker grade iii/IV diagnosed by ultrasound and mammography. Device has been explanted and replaced with a non-abbvie device. This relates to the left side.

Event description:
Physician reported capsular contracture - baker grade iii/IV diagnosed by ultrasound and mammography. Device has been explanted and replaced with a non-abbvie device. This relates to the left side.